Manufacturer narrative:
Block b3: exact date unknown, event occurred two weeks following scs implant. Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-70 serial number: (B)(6). Batch/lot number: 7072326 model/catalog description: coveredge 32 surgical lead kit 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient developed an infection following spinal cord stimulator (scs) implant. The patient underwent an scs explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.